Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. An attempted to replicate the complaint and were successful and view glucose data in the app logbook on a (B)(6) device with (B)(6) with the use of a known retained freestyle libre sensor. If the product data is returned, additional extended investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they were unable to see the readings from the freestyle librelink logbook using the (B)(6). On (B)(6) 2021, as a result, the customer experienced feeling tired and had a loss of consciousness however regained consciousness right away. No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury.